Event description:
A customer contacted beckman coulter inc. (Bci) stating that the coulter lh 500 instrument produced an erroneous differential (low ne% and high ly%) result without instrument generated flags on a single patient specimen. Erroneous results were reported out of the laboratory and the doctor questioned the differential results. The operator reran the specimen and verified the results slide review. The rerun instrument results were sent out as corrected results, which the customer believes are correct. There was no death, serious injury, or change to patient treatment associated with this event.

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of a common femoral artery after an unspecified procedure. Reportedly, after the clip was deployed, the device was difficult to remove. The access ports were used as per the instructions for use and the thumb advancer was slid back, but the device could not be removed. Counter-traction with an assertive pull was applied and the device was removed. Hemostasis was achieved with the starclose se clip. Inspection of the device found one vessel locator wing was "fractured" but remained attached to the end of the device. There was no adverse pt sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). Investigation of the returned device suggested that the locator wings were initially bent during thumb advancer deployment due to tissue compaction that exerted a distal force on the wings, preventing the wings from fully collapsing into the delivery tubeset when the clip was fired. The failure of the wings to completely collapse into the delivery tubeset directly resulted in difficult device removal as reported. The safety release button was dislocated and not considered a failure of the device due to an attempt to retract the locator wings to remove the device. Although, the device was successfully removed via utilizing the access ports, one of the wings was found detached from the distal retaining ring, but remained securely attached within the locator. Based on the investigation findings, the probable root cause for the damaged locator wings that directly resulted in the reported difficult device removal is tissue compaction that exerted a distal force on the wings while in the tissue tract. Tissue trapped between the distal end of the tubeset and the locator wings can bend the wings and eventually break them during removal. No manufacturing or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received.